Event description:
The user reported that during an angioplasty procedure in the posterior tibial artery the guide wire became dry and may have caused an aneurysm. No add'l harm or injury was reported. The user did not provide a lot number.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow-up report will be submitted when the investigation has been completed.